Event description:
On (B)(6) 2013, olympus biotech pvg received a report that a patient (male, (B)(6) years of age), received op-1 in conjunction with calstrux on (B)(6) 2010, as part of a procedure to treat annular tears in the l4-l5 and l5-s1 area. The patient subsequently underwent lumbar exploration surgery on (B)(6) 2010, during which instrumentation (nos) was removed. The events were assessed by the olympus biotech us medical reviewer as serious and of unknown relatedness to the op-1 and calstrux. No additional information was provided with the initial report. Additional information will be requested.